Event description:
It was reported that the patient presented for a follow-up in clinic. Noise on the right atrial lead was noted causing inappropriate automatic mode switch. No intervention was performed at this time. There were no consequences to the patient.